Event description:
It was reported that during a cholecystectomy procedure, the clip fell out of the device unformed. Another device was used to complete the case. There was no adverse consequence to the pt.

Manufacturer narrative:
(B)(4): info anticipated, but unavailable at this time.